Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) test result produced by the synchron lx20 pro clinical chemistry analyzer. The original crem result was 2.9 mg/dl. The result was reported out and the doctor asked for the sample to be re-run. The sample was repeated with a result of 0.8 mg/dl. An amended report was issued. There was no affect to patient treatment.

Manufacturer narrative:
The sample was drawn in a serum separator tube. Prior to the event, qc recovered within the lab's established ranges. Samples run before and after the sample, with the erroneous results were repeated and all repeated results correlated with the original result. There were no instrument flags or sample error messages at the time of the event. A field service engineer (fse) was at the customer lab: the fse examined the crem module and could not identify a malfunction. The crem stirrer motor was replaced as a precaution. There have been no further occurrences of erroneously high crem results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.